Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Hip end effector 1900513. During impaction the quick release collar sheared off from the threads making the hand piece inoperable. Was able to complete impaction with no issues to reamed depth.

Manufacturer narrative:
Reported event: it was reported that the release knob sheared off resulting in locking mechanism failure of the device . Product evaluation and results: visual inspection. Visual inspection confirms failed locking mechanism. Discoloration and wear is seen on the 202862 hip ball retainer and 202870 hip chuck slide assembly . Visual inspection confirms a sheared off 202866 hip release knob. Fracture marks are also seen at the degree markers of the 206966 reamer barrel. See attachments for images of the instrument. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection as not completed as visual inspection clearly shows the failure of the device. Product history review: review of the product history records indicate 24 devices were manufactured under lot no 19040914 and accepted into final stock on 04/30/2015. Review of npr 15-04-004 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot 19040914 shows 06 additional complaints related to the failure in this investigation. (B)(4). Conclusions: the failure mode confirmed to be locking mechanism failure. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. This is nc 1414603 and CAPA 1450905.

Event description:
Hip end effector (B)(4). During impaction the quick release collar sheared off from the threads making the hand piece inoperable. Was able to complete impaction with no issues to reamed depth.